Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate

Manufacturer narrative:
Di # (B)(4). Due to technical difficulties with reporting software the manufacturer data in the initial submission and this submission is incorrect. The correct manufacturer data is as follows, manufacturer name: implant direct sybron manufacturing. Manufacturer street address line: 3050 east hillcrest drive. Manufacturer city: thousand oaks. Manufacturer state code: ca. Manufacturer postal code: 91362.

Event description:
Loss of osseointegration.